Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. (B)(4).

Event description:
It was reported a patient underwent a left total hip arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2007 due to infection. Subsequently, there was a second revision on (B)(6) 2007 due to infection.